Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2021 with blood glucose of 25 mmol/l. The customer was treated with intravenous drip. Customer stated that they gave herself bolus of 10 and blood glucose went upto 29 mmol/l. Customer was experiencing other symptoms associated with hyperglycemia was vomiting customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using automode feature at time of incidence. The insulin pump will be returned for analysis.